Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient admission, discharge, and transfer (adt) information was not updating. Some discharged patients continued to appear on the patient list. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.